Event description:
PICC catheter was inserted, rn had difficulty pulling back on guide wire to trim catheter and guide wire was removed before insertion. When PICC line was to be pulled, rn had difficulty removing. All appropriate interventions were taken per MFR's instruction for stuck catheter. On last attempt to remove, PICC line snapped and broke. Rn was unable to retrieve portion in pt's arm. Tourniquet was placed. Pt taken to ER. Surgery was necessary to remove indwelling catheter.